Manufacturer narrative:
Citation: yokoyama, h. Et al. Long-term outcomes in japanese nonagenarians undergoing transcatheter aortic valve implantation: a multi-center analysis. Clinical cardiology; 2019 42:605¿611. Doi 10.1002/clc.23183 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding long term outcomes after the implant of a transcatheter aortic valve (tav) in japanese nonagenarians. All data were collected from multiple centers between april 2010 and september 2018. The study population included 767 patients (predominantly female, mean age 84 ± 5 years, mean weight 50.4 ± 9.9 kg). Patients were implanted with a medtronic corevalve (29), evolut r (136), an evolut pro (11) or a non-medtronic tav. No serial numbers were provided. Among all patients, adverse events included: cerebral vascular accident (cva), bleeding, coronary artery obstruction, vascular complications, valve related dysfunction, and inaccurate delivery. Based on the available information a medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.